Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 34 to 40 mg/dl and would like to check the pump. Customer's blood glucose at the time of the call was 44 mg/dl. Troubleshooting found that the drive support cap was normal and the pump settings were changed recently. Troubleshooting advised customer to follow up with their doctor as the customer needed questions answered about his medication.